Event description:
Subsequently, additional information was received that no revision procedure was performed. This lv lead remains in service.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not capturing and displayed high out of range pacing impedance measurements. The decision was made to perform a lead revision in the near future. This lv lead was deactivated for the time being. There were no adverse patient effects reported.

Manufacturer narrative:
Once explanted, this lv lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This lv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.